Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation's right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the physician was concerned that the proximal setscrew on the implantable cardioverter defibrillator (ICD) was not all the way tightened. It was noted that there had been no clinical observations during the time the device was implanted. No adverse patient effects were reported and the device was explanted as planned. The right ventricular (rv) lead remained implanted with the new device. No adverse patient effects were reported.